Manufacturer narrative:
(B)(4) - buckle torn. The device is being retained by the account. A photograph was received and reviewed. The photograph showed a buckle separation on the band. A review of the instruction for use was performed and detailed instructions are provided to avoid any damages on the device during band insertion. A device history record review could be performed as the lot number was not provided. A review of the manufacturing process was conducted and devices are 100% inspected prior release. Therefore, a manufacturing issue is unlikely to have contributed to this event. This complaint is being close for trending.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device retained at account.

Event description:
It was reported that during a diagnostic lap gastric band procedure, the surgeon reported inability to get restriction from the band fill. Further diagnostic testing showed what looked like an unbuckling of the band. A diagnostic lap was performed. The surgeon discovers the female portion of the buckle was torn. It was unclear how this occurred. The patient had the band implanted several months prior. The band was replaced. There were no patient consequences. Band will not be released, being retained by the account.